Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Reason for reoperation is deflation. Device evaluation: visual analysis of the returned device identified a crease(flat).a leak test was performed, and no leakage was found. The fill test inspection was performed, with the result of no blockage. Based on the device analysis the final assessment is: no openings or issues related to deflation event were observed, and a cracked valve seat diaphragm valve with no leak.

Event description:
Device was explanted.